Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va15zzr, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a trial patient. It was reported that the patient reported to the surgeon's office with the extension pulled through the s3 incision. The patient did not know how the issue occurred. It was going to be removed in the operating room on (B)(6) 2016. The issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.